Event description:
A report was received that the patient underwent an explant procedure due to infection at the lead incision site. The symptoms were drainage. The patient is reportedly doing well following the procedure.

Event description:
A report was received that the patient underwent an explant procedure due to infection at the lead incision site. The symptoms were drainage. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-1110-20 serial # (B)(4) description: implantable pulse generator (ipg) the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional information was received that the physician will not release the culture results. Also, the patient was given IV and oral antibiotics.